Manufacturer narrative:
The device was returned and the investigation is ongoing. Upon investigation closure, a supplemental report will be submitted.

Event description:
The user facility reported that the batteries for the automated impella controller (aic) do not charge. When the power cable is plugged in, the led stays off and battery icon shows 0%. The plug icon is crossed out even when the controlled is connected to the main supply. There was no known harm or injury as a result of the noted issue.

Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the original report was filed. Product was returned for evaluation. The cause of the issue was a defective power supply that was not providing power to the system or charging the batteries.